Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. There was no issues with this product as it was not removed during the revision procedure as confirmed by the associated product returned to manufacturer. The event will be reported on 0001825034 - 2017 - 10783

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as the locking bar was returned for investigation and visual inspection identified abrasions and wear. Analysis of the mating features of the locking bar identified contact marks on the superior surface, inferior surface, and anterior edge. The marks on the inferior surface were determined to be the result of contact after the locking bar disassociated in vivo. Review of the marks on the anterior and superior surfaces under high magnification determined that the marks did not extend past the corner relief feature. DHR was reviewed for deviations and / or anomalies with no relevant deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon further review of the returned product, as the returned locking bars are not etched and the tibial trays are not side specific, it cannot be determined what locking bar was returned. Locking bar could have been packaged with either: fixed cruciate tibial plate 67mm interlok - with locking bar item #: 141232 lot #: j3618419 or fixed cruciate tibial plate 67mm interlok - with locking bar item #: 141232 lot #: j3620433. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. It is unknown which locking bar backed out from the information provided. It could be one of the following: fixed cruciate tibial plate 67mm interlok - with locking bar item #: 141232 lot #: j3618419, manufacture date: 11 aug. 2015. Fixed curciate tibial plate 67mm interlok - with locking bar item #: 141232 lot #: j3620433, manufacture date: 9 aug. 2015. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address the locking bar backing out of the tray for unknown reasons. Patient was also noted to have swelling. Attempts have been made and no further information has been provided.